Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). The investigation and evaluation of the device is in process. Once the investigation is completed, a supplemental report will be filed.

Event description:
It was reported that during surgery the device took a thick skin graft on s. There was an impact to the graft harvest; however, it was able to be used. No additional graft was needed. There was no harm to patient. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, g4, g7, h2, h3, h4, h6, h8, h10. Current repair: product evaluation: product review of the air dermatome serial number (B)(6) by zimmer-taiwan on (B)(6) 2020 revealed that the motor, bearing pack, o-ring, seal, reciprocating arm needed to be replaced. The rpms were also low. Product repair: repair of the device was performed by zimmer-taiwan on (B)(6) 2020 which included replacement of the following: motor, motor sleeve, bearings, seal, o-ring, reciprocating arm. The device, serial number (B)(6), was then tested and functioned properly. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.